Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned for evaluation. The tracking number recorded was an empty box return. Per response from facility, the sample was shipped in a separate box. Once the sample is received, this complaint will be reopened and updated. The complaint cannot be confirmed since the sample was not available for evaluation. The exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: asst director. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 would not hold air and deflated. The unit was tested, and it was noticed that the leak was coming from where the tube connects to the band. There was no patient injury/medical or surgical intervention required. Additional information was received on 18may2023: the band was being used on a patient when it leaked. The amount of air that was injected into the tr band when it was applied was unknown. The band started deflating right away. Hemostasis was achieved by a second band. The blood loss was unknown. The device was not manipulated before use in any way. The product was stored on a shelf prior to use. The patient status was unknown.